Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic low grade endometritis / chronic endometritis') in a 25-year-old female patient who had essure (batch no. A36525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6) 2012, tonsillectomy & adenoidectomy, allergic conjunctivitis, otalgia, bleeding genital, multigravida, parity 3, uterine tenderness, tonsillectomy, adenoidectomy and uterine bleeding. Previously administered products included for to prevent pregnancy: lo loestrin fe from 2(B)(6) 2011, implanon from (B)(6) 2011, mirena from (B)(6) 2011 and ortho evra from (B)(6) 2010 to (B)(6) 2011. Past adverse reactions to the above products included adverse drug reaction with lo loestrin fe, implanon and ortho evra. Concurrent conditions included urinary tract infection since (B)(6) 2011, nasal mucosal ulcer, nasal passage irritation, dyspareunia, diarrhea, fever (up to 101), abdominal pain ([right lower quadrant, right upper quadrant, epigastric]), panic attacks, headache, tiredness, dry skin, eczema, irregular periods, acne, seasonal allergy, arthralgia multiple, myalgia, general body pain, vomiting, abdominal cramps, sore throat, sinusitis, bronchitis, allergic rhinitis, hearing loss, eye irritation, visual acuity reduced, epiphora, blurring of vision, ocular hyperaemia, latex allergy, constipation, rectal fissure, premenstrual syndrome, hyperhidrosis, obesity, pain in extremity, bloating, appetite fluctuation, viral gastroenteritis, blood in stool, vulval swelling, nickel sensitivity, allergic rash, vaginal discharge, pelvic adhesions, eustachian tube dysfunction and earache. Family history included gallbladder sludge. Concomitant products included montelukast sodium (singulair) since 2009 and salbutamol (albuterol) since 2009 for asthma, docusate sodium (colace) for constipation, fexofenadine for eye allergy and rhinitis allergic, omeprazole since (B)(6) 2011 for gerd, ondansetron hydrochloride (ondansetron hcl) for nausea and vomiting, azithromycin (zithromax z-pak) for sinus infection as well as aluminium chloride (drysol), aluminium chloride (hypercare), antibiotics, benzoyl peroxide;clindamycin phosphate (benzaclin), benzoyl peroxide;clindamycin phosphate (clindamycin and benzoyl peroxide), cetirizine, docusate sodium (colace), escitalopram, escitalopram oxalate (lexapro), fluticasone, fluticasone propionate;salmeterol xinafoate (advair), ibuprofen, loratadine, metoclopramide, metronidazole (flagyl), nitrofurantoin (nitrofurantoin macrocrystals), omeprazole (prilosec), oxymetazoline, paracetamol (acetaminophen), paracetamol (tylenol), salbutamol sulfate (ventolin hfa), sumatriptan, sumatriptan succinate (imitrex) and triamcinolone acetonide. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with fluoxetine and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the endometritis, vaginal haemorrhage, menorrhagia, urinary tract infection, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter provided no causality assessment for endometritis with essure. The reporter considered anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the placement device was fully retracted placing the left essure device with 4 coils. The same procedure was carried out in the right with 4 coils coming out of the cervix on the right-hand side as well. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2016: proliferative phase endometrium with no significant abnormality. Cytology - on (B)(6) 2016: low grade squamous intraepithelial lesion (lsil). Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded; on (B)(6) 2017: bilateral tubal occlusion. Smear cervix - on (B)(6) 2016: low grade squamous intraepithelial lesion. Ultrasound abdomen - on (B)(6) 2013: 1. Mild diffuse hepatic steatosis. Mild splenomegaly. Small simple cyst in the right kidney. Ultrasound pelvis - on (B)(6) 2016: no sonographic abnormalities identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; confirming- anxiety, depression, menorrhagia, urinary tract infection, vaginal bleeding and pelvic pain and following event was described in patient's medical record- endometritis quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jul-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic low grade endometritis / chronic endometritis') in a 25-year-old female patient who had essure (batch no. A36525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6) 2012, tonsillectomy & adenoidectomy, allergic conjunctivitis, otalgia, bleeding genital, multigravida, parity 3, uterine tenderness, tonsillectomy, adenoidectomy and uterine bleeding. Previously administered products included for to prevent pregnancy: lo loestrin fe from (B)(6) 2011 to (B)(6) 2011, implanon from (B)(6) 2011 to (B)(6) 2011, mirena from (B)(6) 2011 to (B)(6) 2011 and ortho evra from (B)(6) 2010 to (B)(6) 2011. Past adverse reactions to the above products included adverse drug reaction with lo loestrin fe, implanon and ortho evra. Concurrent conditions included urinary tract infection since (B)(6) 2011, nasal mucosal ulcer, nasal passage irritation, dyspareunia, diarrhea, fever (up to 101), abdominal pain ([right lower quadrant, right upper quadrant, epigastric]), panic attacks, headache, tiredness, dry skin, eczema, irregular periods, acne, seasonal allergy, arthralgia multiple, myalgia, general body pain, vomiting, abdominal cramps, sore throat, sinusitis, bronchitis, allergic rhinitis, hearing loss, eye irritation, visual acuity reduced, epiphora, blurring of vision, ocular hyperaemia, latex allergy, constipation, rectal fissure, premenstrual syndrome, hyperhidrosis, obesity, pain in extremity, bloating, appetite fluctuation, viral gastroenteritis, blood in stool, vulval swelling, nickel sensitivity, allergic rash, vaginal discharge, pelvic adhesions, eustachian tube dysfunction and earache. Family history included gallbladder sludge. Concomitant products included montelukast sodium (singulair) since 2009 and salbutamol (albuterol) since 2009 for asthma, docusate sodium (colace) for constipation, fexofenadine for eye allergy and rhinitis allergic, omeprazole since (B)(6) 2011 for gerd, ondansetron hydrochloride (ondansetron hcl) for nausea and vomiting, azithromycin (zithromax z-pak) for sinus infection as well as aluminium chloride (drysol), aluminium chloride (hypercare), antibiotics, benzoyl peroxide;clindamycin phosphate (benzaclin), benzoyl peroxide;clindamycin phosphate (clindamycin and benzoyl peroxide), cetirizine, docusate sodium (colace), escitalopram, escitalopram oxalate (lexapro), fluticasone, fluticasone propionate; salmeterol xinafoate (advair), ibuprofen, loratadine, metoclopramide, metronidazole (flagyl), nitrofurantoin (nitrofurantoin macrocrystals), omeprazole (prilosec), oxymetazoline, paracetamol (acetaminophen), paracetamol (tylenol), salbutamol sulfate (ventolin hfa), sumatriptan, sumatriptan succinate (imitrex) and triamcinolone acetonide. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain pelvic/back area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with fluoxetine and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)reanastomosis.). Essure was removed on (B)(6) 2016. At the time of the report, the endometritis, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and urinary tract infection had resolved. The reporter provided no causality assessment for endometritis with essure. The reporter considered anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the placement device was fully retracted placing the left essure device with 4 coils. The same procedure was carried out in the right with 4 coils coming out of the cervix on the right-hand side as well. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2016: proliferative phase endometrium with no significant abnormality. Cytology - on (B)(6) 2016: low grade squamous intraepithelial lesion (lsil). Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded; on (B)(6) 2017: bilateral tubal occlusion. Smear cervix - on (B)(6) 2016: low grade squamous intraepithelial lesion. Ultrasound abdomen - on (B)(6) 2013: 1. Mild diffuse hepatic steatosis. 2. Mild splenomegaly. 3. Small simple cyst in the right kidney. Ultrasound pelvis - on (B)(6) 2016: no sonographic abnormalities identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event outcome updated for pelvic pain vaginal bleeding, menorrhagia & uti recovered resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic low grade endometritis / chronic endometritis') in a (B)(6) year-old female patient who had essure (batch no. A36525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6) 2012, adenoidectomy, allergic conjunctivitis, otalgia, bleeding genital, multigravida, parity 3, uterine tenderness, tonsillectomy, adenoidectomy and uterine bleeding. Previously administered products included for to prevent pregnancy: lo loestrin fe from (B)(6) 2011 to (B)(6) 2011, implanon from (B)(6) 2011 to (B)(6) 2011, mirena from (B)(6) 2011 and ortho evra from (B)(6) 2010 to (B)(6) 2011. Past adverse reactions to the above products included adverse drug reaction with lo loestrin fe, implanon and ortho evra. Concurrent conditions included urinary tract infection since (B)(6) 2011, nasal mucosal ulcer, nasal passage irritation, dyspareunia, diarrhea, fever (up to 101), abdominal pain ([right lower quadrant, right upper quadrant, epigastric]), panic attacks, headache, tiredness, dry skin, eczema, irregular periods, acne, seasonal allergy, arthralgia multiple, myalgia, general body pain, vomiting, abdominal cramps, sore throat, sinusitis, bronchitis, allergic rhinitis, hearing loss, eye irritation, visual acuity reduced, epiphora, blurring of vision, ocular hyperaemia, latex allergy, constipation, rectal fissure, premenstrual syndrome, hyperhidrosis, obesity, pain in extremity, bloating, appetite fluctuation, viral gastroenteritis, blood in stool, vulval swelling, nickel sensitivity, allergic rash, vaginal discharge, pelvic adhesions, eustachian tube dysfunction and earache. Family history included gallbladder sludge. Concomitant products included montelukast sodium (singulair) since 2009 and salbutamol (albuterol) since 2009 for asthma, docusate sodium (colace) for constipation, fexofenadine for eye allergy and rhinitis allergic, omeprazole since (B)(6) 2011 for gerd, ondansetron hydrochloride (ondansetron hcl) for nausea and vomiting, azithromycin (zithromax z-pak) for sinus infection as well as aluminium chloride (drysol), aluminium chloride (hypercare), antibiotics, benzoyl peroxide;clindamycin phosphate (benzaclin), benzoyl peroxide; clindamycin phosphate (clindamycin and benzoyl peroxide), cetirizine, docusate sodium, escitalopram, escitalopram oxalate (lexapro), fluticasone, fluticasone propionate; salmeterol xinafoate (advair), ibuprofen, loratadine, metoclopramide, metronidazole (flagyl), nitrofurantoin (nitrofurantoin macrocrystals), omeprazole (prilosec), oxymetazoline, paracetamol (acetaminophen), paracetamol (tylenol), salbutamol sulfate (ventolin hfa), sumatriptan, sumatriptan succinate (imitrex) and triamcinolone acetonide. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with fluoxetine and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the endometritis, vaginal haemorrhage, menorrhagia, urinary tract infection, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter provided no causality assessment for endometritis with essure. The reporter considered anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the placement device was fully retracted placing the left essure device with 4 coils. The same procedure was carried out in the right with 4 coils coming out of the cervix on the right-hand side as well. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2016: proliferative phase endometrium with no significant abnormality. Cytology - on (B)(6) 2016: low grade squamous intraepithelial lesion (lsil). Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded; on (B)(6) 2017: bilateral tubal occlusion. Smear cervix - on (B)(6) 2016: low grade squamous intraepithelial lesion. Ultrasound abdomen - on (B)(6) 2013: mild diffuse hepatic steatosis. Mild splenomegaly. Small simple cyst in the right kidney. Ultrasound pelvis - on (B)(6) 2016: no sonographic abnormalities identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; confirming- anxiety, depression, menorrhagia, urinary tract infection, vaginal bleeding and pelvic pain and following event was described in patient's medical record- endometritis. Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs and mr was received. This case became incident. Event added from medical record-chronic low grade endometritis. New events added from pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection-uti and mental anguish. Concomitant drugs, medical history and lab data were added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.